Event description:
Latitude alert received for error code 1003 stating "voltage was too low for projected remaining capacity." There is an unk area of drainage causing early battery depletion. Boson scientific technical services were contacted and engineers estimated 28 days before generator change out would be necessary. Bsc tech services were called again on (B)(6) 2018 and engineers re-estimated another 28 days of function, change out needing to be done before (B)(6) 2018. Previously scheduled regular check done on (B)(6) 2018 showed battery had nine years remaining.